Event description:
It was reported that during a diagnostic intravascular ultrasound (ivus) procedure a tip detachment occurred. The target lesion was located in the 90% stenosed left circumflex (lcx) artery. The icross coronary imaging catheter was successfully used to perform 2 runs of ivus, however upon removal of the device the physician noticed that approximately 30 mm of the tip was missing. Angiography was performed and the missing piece was located in the lcx. There were no attempts to remove the detached portion. The patient's status was stable throughout the procedure. The patient was transferred to surgery and coronary artery bypass graft (CABG) was performed on the same day. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the imaging catheter used for diagnosis was returned for evaluation. The lot number of the returned hub label matched the expected lot number. The following was observed; the distal tip assembly was broken off and approximately 5.0 cm was missing when received. The measurement length of the returned catheter was 165.9cm long. The broken distal tip appeared brittle. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during visual or functional analysis of the returned device. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle fracture site and throughout the tested sample. High levels of oxidation were found at the surface of and throughout the imaging window sample that was cut from the returned complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
It was reported that during a diagnostic intravascular ultrasound (ivus) procedure a tip detachment occurred. The target lesion was located in the 90% stenosed left circumflex (lcx) artery. The icross coronary imaging catheter was successfully used to perform 2 runs of ivus, however upon removal of the device the physician noticed that approximately 30 mm of the tip was missing. Angiography was performed and the missing piece was located in the lcx. There were no attempts to remove the detached portion. The patient's status was stable throughout the procedure. The patient was transferred to surgery and coronary artery bypass graft (CABG) was performed on the same day. No further patient complications were reported and the patient's status is fine.